Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced stress urinary incontinence and urethral hypermobility. Furthermore, it was reported that the plaintiff died. The cause death was reported as cardiac arrest.

Manufacturer narrative:
(B)(4). Lawyer-filed report.